Event description:
It was reported that t:slim x2 pump battery would not charge and battery level remained at 10 percent despite use of tandem charging cable and wall adapter with confirmed working power source and power indicator. There was no reported impact to the customer¿s blood glucose level. Customer contacted tandem technical support, followed reset instructions for pump, and reset resolved charging issue.